Manufacturer narrative:
Per a good faith effort (gfe) response received, the hospital had a third-party vendor replace the touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working during a pre-use inspection, at device startup. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported.